Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. No physical damage was found where the foreign material remained. It was unknown whether there was deviation from reprocessing steps at the user facility. Based on the results of the investigation, and although the foreign material was confirmed, olympus could not identify the material or specify the cause. The event can be detected/prevented by following the instructions for use which state: - gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection states how to detect the event. - gif/cf/pcf-290 series operation manual 3.8 inspection of the endoscopic system states how to prevent the event in the following: "nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus and evaluated. Besides the reportable malfunction of foreign material in the a/w channel, the evaluation found the following non-reportable malfunction(s): worn adhesives on the light cover glasses, optical cover glasses, and distal end; stained insertion tube; worn colored rings aspiration housing control body and a/w housing control body; the up, down, and right angles did not meet specification; there was play in the up/down/left/right angles. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed during the olympus device evaluation, the gastrointestinal videoscope exhibited contamination in the air/water (a/w) channel. There were no reports of patient involvement.